Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to inflate was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states to prepare the device, which is prior to advancement into the anatomy (outside the anatomy). Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient, and device information. (B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and 90% stenosed mid right coronary artery. A 3.5 x 28 mm xience v stent delivery system (sds) was positioned in the lesion, negative pressure was applied, and there was no air leak noted. An attempt was made to deploy the stent implant; however, the balloon would not inflate. The xience v was replaced with a new same size xience v and the stent implant was deployed without issue. The first xience v was examined after the procedure and there was no damage noted to the sds and the stent implant was tightly crimped on the balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided